Manufacturer narrative:
Conclusion: no corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date:(B)(6) 2012, inratio inr: 2.6, lab inr: 1.86. Time between testing was one hour. Pt's therapeutic range is 2.0-3.0. Pt takes coumadin every night; last dose of coumadin was (B)(6) 2012. Customer milks the finger in the attempt to collect sufficient sample for the test.